Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had twitching and spasming in torso and patient advocate was unsure if it was from device or if the lead became loose. Boston scientific technical services (ts) referred patient to health care professional (hcp). This device remains in service. Additional information which indicating that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had twitching and spasming in torso and patient advocate was unsure if it was from device or if the lead became loose. Boston scientific technical services (ts) referred patient to health care professional (hcp). This device remains in service. Additional information which indicating that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.